Event description:
New information received notes that the physician confirmed via x-ray that the patient had twiddler's syndrome which caused the issue of lead dislodgement.

Event description:
It was reported that on (B)(6) 2021, the patient presented in clinic for experiencing right pectoral muscle stimulation. Upon interrogation, noise was noted on the right atrial lead and the lead had no sensing and no capture. The lead was deactivated to prevent the stimulation and no further intervention was reported. The patient was in stable condition.